Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that four doors in the second four-door tower had faulted. A field service engineer (fse) checked the medart cable connector at the back of the communication sled, found it partially unplugged, and found one of the connector screws was broken. The fse replaced the screw and connector, reconnected the cable, ran the hardware test application and removed the debris to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had door failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.